Manufacturer narrative:
This ingevity lead was returned intact to boston scientific's post market quality assurance, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection of the lead body and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing with no malfunction/functional. Moreover, the chest x-ray showed ra lead found to be dislodged and will be replaced. Additional information indicated that the ra lead was eventually explanted due to high pacing thresholds. Furthermore, the ra led helix was still extended but was pointing down. The lead was returned for analysis. No additional adverse patient effects reported.